Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the patient's right ventricular lead had noise with noise reversion episodes. No intervention was performed. The patient was stable.